Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.

Event description:
The customer initially reported that there was a wire poking through the clear protective guard on the device. The incident device was returned and a visual inspection revealed that the webbing was bent and broken and that part of the knife webbing was protruding from the insulation boot.